Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: complication of pregnancy, generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 495cc mentor memoryshape breast implants in (B)(6) 2015, suffered several unexplained systemic symptoms beginning in 2016, including hair loss, cannot be out in the sun, skin spots from being out in the sun, extreme fatigue, various constant aches throughout body, polycystic ovarian syndrome, miscarriages, fingers turn completely white/purple, too little or too much circulation in hands, feet and nose. Patient also reported that their complexion has changed, dark circles around eyes, weight increase, outer most portion of breast area causes a weird uncomfortable pain, frequent mental fog, gastrointestinal issues, and capsular contracture baker grade IV bilaterally. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 20, 2020, mentor became aware that after the devices were explanted, the patient's symptoms has improved. In addition, mentor also became aware that the patient underwent bilateral removal without replacements. Manufacturer¿s reference number: (B)(4).